Event description:
The reporter stated that the pt had integra matrix wound dressing applied to cover a deep burn with tendon exposure on the ankle area about 3 years ago. A few days postoperatively, he developed mild swelling and hives that began near the donor site on the thigh but spread upwards on his body. This subsided without treatment before he could return to the clinic for an examination. A second surgical procedure in which product was used was performed on the ankle area on (B)(6) 2009. Seven days post-operatively the pt developed redness and hives. The hives began in the region of the skin graft donor site on the thigh, and progressed upwards on his body to the head. He was readmitted to the hosp for treatment on (B)(6) 2009. He was treated with oral steroids. The pt was discharged home with referral to an allergist for further diagnostic testing.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.